Event description:
Health care professional reported redness under the tape collar on all sides except the proximal end and the redness extends beyond the tape on end user right side.

Manufacturer narrative:
Based on the available information the event is deemed serious injury. Nurse first noted this red rash like area approximately 1 month ago. He uses alikare protective barrier wipes and safe and simple barrier wipes to his peristomal skin. He cleanses his peristomal skin with (B)(6) soap. He does experiencing itching from the area. He uses gold bond powder and (B)(6) powder around the tape to help decrease the itching he experiences from around the tape collar. He changes his wafer every 3-4 days. She reports the red rash like area being crusty. He does experience itching from under and around the tape collar. She has applied neosporin followed by gauze and the red rash like area returns. It was recommended cutting the tan tape collar off of his skin barrier until samples are received. Recommend sur-fit natura stomahesive moldable skin barrier with hydrocolloid tape collar. Instructed on crusting with stomahesive powder an water. Instructed if area does not improve or they have any questions to us for additional instructions. From a clinical perspective, a causal relationship between the sur-fit natura 2 pc stomahesive wafer w/flexible collar and this event is deemed possible because product use is temporally associated with the skin where the problem occurred. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information becomes available a follow-up report will be submitted. Reported to the FDA on (B)(4) 2013.